Manufacturer narrative:
Vyaire complaint (B)(4). Device evaluation: d10, g4, g7, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported issue was confirmed and duplicated. The reported problem was isolated to a component failure, specifically the pt802 transducer failed. This issue was addressed with CAPA ca-2017-0206 and scar ps-14-46. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced xdcr fault, high rate, high pip and low ve while in use on a patient. The events log recorded xdcr fault occurred. A xdcr test was performed and the exhl diff: 38 failed. The customer advised there was no patient harm associated with this event. The patient was moved to a different ventilator.